Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n338709, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had surgery last monday where their implantable neurostimulator (ins) was relocated in their hip due to trouble and having more issues with pinched nerves which began 2-3 months ago. It was noted that the patient had multiple pinched nerves and that the ins was part of the problem and was relocated for the pain although it was mentioned that it was ¿not sure what the doctor did in surgery¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient had [indecipherable handwriting] weight loss and ¿battery pocket [indecipherable handwriting].¿ actions taken to resolve the issue included the battery being relocated and the pulse generator pocket being revised. The event was noted to be not device related and the patient recovered without permanent impairment.

Event description:
Additional information received reported the patient did not have concerns with her device or therapy.